Manufacturer narrative:
After further review, it was determined that this is not a bd product. This complaint will be cancelled.

Event description:
It was reported that there was a crack/hole where the IV reg and filter set srf315 3w bp 5.0um tubing connected to the stopcock, allowing air to enter and blood/fluid to leak out. The following information was provided by the initial reporter: "the defect is a crack/hole where the tubing is fused/glued to the stopcock which allowed large volumes of air (3-6ml) to enter the tubing when drawing a blood sample and allowed blood and fluids to leak out."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a crack/hole where the IV reg and filter set srf315 3w bp 5.0um tubing connected to the stopcock, allowing air to enter and blood/fluid to leak out. The following information was provided by the initial reporter: "the defect is a crack/hole where the tubing is fused/glued to the stopcock which allowed large volumes of air (3-6ml) to enter the tubing when drawing a blood sample and allowed blood and fluids to leak out."